Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens would not unfold in the eye. The incision was enlarged to removed the lens and sutured after another same model lens was implanted. The reporter stated the incident was due to loading error.

Manufacturer narrative:
Other, lens would not unfold in eye,